Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the user interface printed circuit board (pcb). The se updated the software to the current revision, and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during testing, the 980 ventilator's display went blank. The ventilator was not in use on a patient at the time of the reported event.